Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens optic cracked in the center after lens was inserted into the eye. The lens was cut to remove from the eye with no injury to the pt.

Manufacturer narrative:
Method: lens work order search, cartridge lot number search. Results: a visual inspection of the returned product found the lens in two pieces. Loop haptic and mostly half the optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Performed a cartridge lot number search and nine similar complaints were found. Conclusions: (no conclusion can be drawn). Based on the complaint history, cartridge lot number and lens work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).